Event description:
The user facility reported that foreign material had detached from the radifocus glidewire m during a percutaneous transluminal coronary angioplasty (ptca) procedure. The following information was provided by the user facility: the attending physician became aware of the foreign material while using CT imaging after the procedure; the detached material was surgically removed from the patient; the procedure was completed successfully; and the patient's condition is reported as "recovered."

Manufacturer narrative:
(B)(4). An additional surgical procedure was required to retrieve the detached foreign material, but there is no code available. The foreign material was returned and evaluated. Visual inspection showed it measured 41mm in length. Magnifying inspection revealed the cross-cut section had a smooth surface with evidence of elongation at both ends. The foreign material was further analyzed using ft-ir (fourier transform infrared [spectroscopy]) to determine its source. The results showed the foreign material's components corresponded to that of the urethane coating collected from a retention sample. The retention sample, which was pulled from current production, was used to intentionally simulate the damage thought to be on the actual device by using it in conjunction with a metallic needle. The results showed the urethane coating sheared from the retention sample, and the sheared cross-section surface confirmed to have a smooth state as did the returned foreign material. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and appearance of the returned foreign material along with confirmation by simulation testing of a retained sample are most consistent with the glidewire being withdrawn through a metal needle resulting in the sheared urethane layer. The device labeling does address the potential for such an event in the warnings section of the instructions-for-use by statements such as: "do not manipulate and/or withdraw the guide wire m through a metal entry needle, a metal dilator, or a metal guide wire inserter. Manipulation and/or withdrawal through a entry needle, a metal dilator, or a metal guide wire inserter may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).